Event description:
It was reported that an air embolism occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 35mm watchman flx laa closure device & delivery system (wds) were used. During the procedure, poor air tightness was alleged against the wds and a suspected air embolism occurred inside the patient while preparing to deploy the closure device. It was believed that the air entered the vasculature system through the wds, however, air was not visualized in the wds device itself. The physician treated the air embolism, and the procedure was aborted with no implant of the closure device. The air was resolved, and no further patient complications were noted.